Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer continued using the current pump while awaiting a replacement, as advised by technical support, and was informed they would have to wait for warranty details to be updated in the system to proceed with the replacement.